Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 649 mg/dl. It was stated that the customer also experienced vomiting and diarrhea. Prior to the event, the caller stated that the customer's blood glucose levels were at 40 mg/dl. The caller stated that she suspended the insulin pump for two hours, and the customer's blood glucose levels elevated greater than 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the wrong time and date. Assisted the caller with the correct programming. The call was disconnected at that time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.